Event description:
It was reported that during replacement of this device, an attempt was made to take impedance measurements for the right ventricular (rv) lead, however, this was not possible as the lead recorded pacing impedance greater than 3000 ohms, which is high out of range. The device was subsequently explanted and replaced and it was attempted again to take measurements without success. The rv lead was then also explanted and replaced and the procedure was successfully completed. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.